Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The healthcare professional (hcp) reported to a manufacturer representative that they "noticed lead length inconsistence during deep brain stimulation (dbs) operation." Was stated "the issue made the surgeon adjust the lead position in the operation." Additional information has been requested to determine whether any patient symptoms were experienced, whether troubleshooting was pe reformed, and what specific interventions were taken; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported that at the time of implant on (B)(6) 2015 ¿the surgeon placed the lead for extra 2 mm to meet the target site.¿ it was noted this changed location was planned immediately during the operation. There were ¿no¿ patient symptoms related to the issue.